Event description:
It has been reported to philips that the capnography isn't working. The monitor displayed the message "capno disabled". A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.